Event description:
It was reported that this patient experienced a syncopal episode, and cardiac arrest. The patient required cardiopulmonary resuscitation (CPR). The patient is pacing dependent. The right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms and wasn't capturing. An x-ray was performed and the lead was fractured near the clavicle. A lead was placed externally for temporary pacing support until a revision could be scheduled. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.